Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 79 mg/dl. The call was disconnected and when the customer was contacted, she stated that the alarm occurred while the device was in her pocket. Upon troubleshooting, it was found that insulin exited the tubing during a fixed prime. Advised the customer to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.